Event description:
Pt presented for routine cxr for follow-up of their lung ca. Arm port noted to be disrupted with catheter in pulm vessels. Pt sent to hosp for catheter retrieval and port removal. Catheter retrieved and port removed successfully.